Event description:
It was reported 1hat a peritoneal dialysis (pd) patient was hospitalized for a catheter replacement. Upon follow-up, the patient's peritoneal dialysis registered nurse (porn) revealed the patient was hospitalized until (B)(6) 2021 for a pd catheter replacement. The surgery was successful, and the patient continued to undergo ccpd therapy while hospitalized on a baxter cycler. Per the porn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient has recovered and continues to undergo ccpd therapy at home utilizing the same liberty select cycler as before surgery. Based on the available information, the patient's liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer), the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. The patient is undergoing outpatient hd therapy without issue and has recovered from the events. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. C-800179 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).